Manufacturer narrative:
Gbo complaint number: 17-15. Received 30pc 450239/g160837t for evaluation. We forwarded the samples to our affiliated headquarters in austria. According to their investigation and comments, samples were investigated visually and functionally. No visual deviation or sipn-out was observed. The complaint cannot be confirmed.

Event description:
Customer states that on two occassions the hub detached from the needle while in the arm and in-between tubes. Upon further investigation it might be caused from the act of twisting the tube upon removal from hub from a non tight enough connection. They also note there is extra pushback from the lure adapter on all products.